Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
During removal of screws/hardware post lisfranc healing - screws were broken. The devices involved were as follows: ar-8935l-26 qty 1. Ar-8935l-20 qty2. Ar-8935-18 qty 1. Additional information obtained 8/27/18: the original lisfranc procedure took place on (B)(6) 2017. It was discovered that the screws were broken and the revision was scheduled due to patient pain and broken hardware. The date of the revision procedure was (B)(6) 2018, during which broken screws were explanted. Both original and revision procedures were performed at the same facility by the same surgeon. It is unknown if all original implants were explanted during the revision. Risk manager could only confirm that the reported screws were explanted.